Manufacturer narrative:
Manufacturer investigation conclusion: an analysis of the submitted photograph confirmed cosmetic damage to the pump cable; however, a specific cause for the damage could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03apr2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-06514. It was reported that the patient had no external power alarms. The patient and caregiver reported a green light was illuminated. Upon interrogation of the left ventricular assist device (lvad) the only alarm was a low voltage and no external power at 02:00. Patient has a portion of the driveline above the modular cable taped and stated that there were wires exposed underneath. The log file review captured a no external power event on (B)(6) 2021 at 2:06 while connected to the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu that enabled the backup battery in the controller until the power was restored to the mpu. The event lasted 4 seconds with no interruption to pump support. There was no indication of any issue with the driveline in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.